Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. A root cause cannot be identified. The probably root cause of the malfunctions were due to a component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited black flickering image and a failed leak test. There was no patient involvement.